Event description:
As reported, "the balloon did not inflate before use." There was no impact to the patient.

Manufacturer narrative:
One catheter was returned with attached monoject 1.5cc syringe. No introducer or contamination shield was returned. During functional testing with the returned syringe, the balloon would not maintain inflation although there was no leakage from the balloon latex or bonds. Leak testing determined the leak to be occurring within the first 1cm of the catheter tip. The balloon was removed and it was determined that the leakage was occurring due to a split in the catheter tubing under the balloon. The split in the tubing appears to be on the molding line and flash trimming location. All through lumens were tested for patency and leakage. Location of an inter-lumen leak was determined by crimping the catheter body from the distal end until the leakage stopped. No visible damage to the catheter body, balloon or returned syringe was observed. Visual examination was performed under microscope at 10x magnification. A review of the manufacturing records indicated that the product met specification at the time of release. The customer report was confirmed to be related to the manufacturing process. The complaint was reviewed with the manufacturing operators to prevent recurrence of this type of complaint.